Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a burning smell was noticed and that the system shut off on its own. During a follow-up phone call, the reporter was unable to provide additional details of the event but assured that no patients were impacted.

Manufacturer narrative:
The system was examined and the reported ¿shut off¿ issue was confirmed. The host was replaced to address the issue. The company representative did not indicate finding anything related to the reported ¿burning smell¿. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. A host module was received for evaluation. A visual assessment of the returned host module did not reveal any non-conformity. The returned host module was installed onto a calibrated system. The system was turned on and allowed to boot. Burning smell occurred and the system could not boot. The returned host module was trouble shot. Trouble-shooting traced to an electrical short from the 3 line to ground on the mother board and burned the host power pcba in the returned host module. The root cause of the reported events can be attributed to non-conforming mother board, which had an electrical short and burned the host power pcba in the returned host module. (B)(4).